Event description:
It was reported that the patient received one inappropriate shock. It was also reported that the right ventricular [rv] lead had a high number of short v-v intervals, an abrupt rise in and high impedance, noise was present and a patient alert was triggered. Additionally, oversensing was exhibited with pocket manipulation and a lead fracture was suspected. The pace/sense portion of the rv lead was capped and replaced; the high voltage portion remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 02:15:02. Daily pace lead impedance trend data shows a spike increase for rv pace = 560 to 1424 ohms peak between (B)(4) 2012, then returning to 536 ohms on (B)(4) 2012. Std review - lead integrity alert triggered. Programmer data shows 1 - rv - lead integrity alert on (B)(4) 2012 07:23:05. One (1) - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 07:23:05. Sensing - oversensing 15 - ventricular nst<=210 ms on (B)(4) 2012 in the timeframe between 07:40:06 and 10:44:14. 1 - vf=180 ms average v-cycle on (B)(4) 2012 at 20:37:44. Sensing - interference/noise. Ventricular short interval count v-sic=427 counts, in 0.59 day, between (B)(4) 2012 20:37:40 and (B)(4) 2012 10:53:05.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.